Manufacturer narrative:
Investigation summary a complaint of tubing being too rigid was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22066119 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 22jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd as lvp 20d 2ss cv the tubing kinks. There was no report of patient impact. The following information was provided by the initial reporter: customer complaint regarding bd alaris pump infusion set ref #2420-0007 with 2 y-sites. Registered nurse in infusion center stated the tube is too rigid. It doesn't stay straight. It "kinks" at the patient site.